Manufacturer narrative:
(B)(4). Estimate date (reported to have occurred in the last week) during processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Therefore, without the product to examine, no determination can be made as to the cause of the reported discrepancy. A cuff-miss can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. Whether these conditions played a role in the experienced event cannot be verified. To ensure this type of experience is not a result of a potential product related deficiency, an in process testing of devices are performed to assure the trajectory of needles in order to prevent this mode of failure. In addition, a sampling of finished devices is also tested to verify the functionality of the device. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number is unknown. The lot number is unknown because the product was not returned for analysis and the lot number was not reported. Based on the information available, the inspection criteria and the review of the lot history record there does not appear to be any indications of a product quality deficiency.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a moderately calcified right common femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostsis. There was no reported adverse patient sequela. Though requested, additional information was not provided.